Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's hip was revised. Patient went to ER after the adm x3 insert dislocated out of the metal liner. A closed reduction was attempted and the adm x3 insert disassociated from the 28 +0 biolox ceramic head. The surgeon reported the shell was not in an optimal position. The adm/ mdm poly insert and ceramic head were revised to another adm/ mdm insert and a 28 +4 metal head. The shell was not revised. Rep provided explant pictures and confirmed that no further information will available.